Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
While performing bench service for the device, an authorized bench technician noted that the unit displayed a red x in the rfu indicator due to a suspected faulty processor pca. No patient involvement.